Manufacturer narrative:
A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. The pump had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump had physical damage on the reservoir compartment. Customer's blood glucose value was unknown. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.